Manufacturer narrative:
We are waiting for additional information from the distributor.

Event description:
The laser system has the following problem: "error 09, interlock and foot switch not detected. Microcontroller at fault."